Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger would not power on. The pt was issued a replacement charger.

Manufacturer narrative:
Device summary: device eval of charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the charger's power brick cord was broken. In addition there was liquid contamination to the charger's pca board. The root cause for the damaged power cord was unable to be positively determined, but likely physical abuse. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the defective charger. The pt received a replacement charger.